Event description:
A hospital in (B) (4) reported that an allegiance breathing circuit melted during use with an mr730 respiratory humidifier. No patient consequence was reported.

Manufacturer narrative:
Ps34498. The device was not returned to the manufacturer for inspection. An investigation was carried out based on the event description and previous experience with similar complaints. Results: it is possible that during the reported abuse to the breathing circuit (manufactured by another manufacturer), the heaterwire in the breathing circuit was damaged. Conclusion: it is not likely to be the respiratory humidifier that malfunctioned in this event. Apart from the respiratory humidifier, no other fisher & paykel healthcare devices were reported to have been involved with this event. We are attempting to gain more information regarding this complaint and will provide a follow up if any information is forthcoming. We have informed the manufacturer of the breathing circuit of this complaint.